Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.50 diopter, in the patient's right eye (od). The patient experienced elevated iop, hazy vision, pigment dispersion, and mild edema. Laser peripheral iridotomy (laser pi) was performed to lower intraocular pressure. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).